Event description:
It was reported that a pump did not infuse while on a patient. There were no further details given regarding the care operator or drug infusing. The event occurred in the acute care/nursing care area and it was reported that there was no patient harm.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.